Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-sep-2018. This spontaneous case was reported by an other health professional and describes the occurrence of back pain ("irradiating pain to back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("gastric pain"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper and back pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: essure in place. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-sep-2018. The most recent information was received on 17-sep-2018. This spontaneous case was reported by an other health professional and describes the occurrence of back pain ("irradiating pain to back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("gastric pain"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper and back pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: essure in place . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.